Manufacturer narrative:
Additional information was received that the patient underwent a system explant. No additional information can be obtained.

Event description:
A report was received that the patient developed an infection and will undergo an explant procedure. It is unknown if the infection is device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-8336-70, serial # (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection and will undergo an explant procedure. It is unknown if the infection is device or procedure related.